Manufacturer narrative:
The patient sample was received for investigation. The investigation was able to confirm the customer's non-reactive elecsys hiv duo result. Additional blot testing was also carried out and all results were negative. No product problem was identified. It was determined that the root cause of the event is consistent with the patient being in the very early seroconversion phase of hiv infection.

Event description:
There was an allegation of an alleged false negative elecsys hiv duo assay result for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2023, the initial result was coi 0.442, interpreted as non-reactive. A pcr test was performed on the patient sample and the result was positive, interpreted as reactive. On (B)(6) 2023 the sample was tested using an abbott hiv assay and the result was coi 1.45, interpreted as reactive. On (B)(6) 2023, the sample was rerun on the hiv duo assay and the result was coi 0.384, interpreted as non-reactive. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.